Event description:
Device 1 of 4. Ref MFR reports #1627487-2013-19423, 19424, 19425. It was reported the patient lost stimulation subsequent to a fall. The patient stopped charging the system after the fall and the ipg became depleted. The physician found a lead was fractured and explanted the scs system. Product will not be returned to sjm. Note the patient had three leads but it is unknown which lead was fractured. All leads are being reported.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.